Event description:
A report was received that the patient underwent a lead revision and then had an infection. The reason for the revision is unknown. The patient was prescribed antibiotics and the infection cleared up. The patient was reportedly doing well.

Manufacturer narrative:
Device remained in patient. Additional suspect device components involved in the event:model: sc-1110, description: implantable pulse generator scs ii. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.a review of the sterilization records of the devices found them to be satisfactory. This is the final report.